Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set) and se 2367, which occurred on the homechoice (hc) during drain 3 of 4. The home patient (hp) stated they disconnected during dwell 3 of 4 to go to the rest room and then they reconnected. The technical service representative (tsr) recycled the power cleared and explained alarms. The caller would discard supplies and finish with manuals, being sure to drain first. The hp would call the registered nurse (rn) regarding the air detect alarm and being connected. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because it was reported that patient disconnected himself from disposable set; line disconnection (with out proper emergency disconnect procedure) during therapy is a known cause of se 2240 alarm. Use errors and proper user instructions are addressed in homechoice apd systems patient at-home guide ((B)(4)) issued on (B)(4) 2010 and related direction sheet. Baxter training manual and labeling provides ample instructions related to prevention of the suspected use errors. If additional relevant information is received, a follow-up will be submitted.